Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they received two motor arm failed self-test alarms on their insulin pump. Blood glucose level at the time of incident was 360 mg/dl and was treated with insulin drip and manual injection. Troubleshooting occurred but customer was not able to complete rewind on the insulin pump. Product will be returned for analysis.

Manufacturer narrative:
Device received with constant rf pic failed selftest alarm due to a faulty connector on the radio frequency board. Unable to perform self-test and displacement test or verify rewind anomaly due to rf pic failed selftest alarm.